Manufacturer narrative:
We received one 120602f catheter with 1 - b-d 1ml syringe without the packaging for examination. The balloon was found to be ruptured longitudinal between the windings, and circumferential around the catheter near the distal windings. The latex was still visible under the distal windings. There did not appear to be any latex missing from the catheter tip. As stated in the IFU, the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. This catheter¿s recommended inflation volume is 0.2ml air "only"; there is no inflation volume for fluid inflation on a 2f catheter. The windings appear to be in good condition. The catheter body tube was also in good condition, there was no visible damage. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, the fogarty catheter was in the artery and the balloon was inflated. After an unknown period of time, the balloon ruptured into pieces inside the artery. The user made an incision to remove the pieces of the balloon. The doctor confirmed that a small part of plastic stayed behind inside the patient's artery. There was no patient injury. A thrombectomy was being performed when this event occurred. A blood clot of less than 24 hours old was being removed from the patient.